Event description:
It was reported that the pump gave pressure and "hose is disconnected" alarms during setup. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump gave pressure and "hose is disconnected" alarms during setup" was confirmed. The cut-off pressure was too low. The probable cause was the downstream occlusion (dso) sensor and was re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.